Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead,, product type: lead. (B)(4).

Event description:
The patient reported that her implantable neurostimulator (ins) was "defective" but she did not know any details of what was defective about the device. She further reported her device stopped working after 4 months after she had it and the device was removed and replaced in (B)(6) 2013. The root cause of the revision/ removal was related to a therapy or device complaint. There were no symptoms reported and no trauma /falls reported to be related to this issue. The event occurred during use and the indication for use was unknown. The patient recovered completely after the revision. It was unknown if troubleshooting was performed. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.